Event description:
It was reported that at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe," posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The safety bar would not move due to corrosion/contaminant found on the safety bar and gross handle damage around the safety bar.

Event description:
It was reported that at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe," posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.